Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device code, investigation type).

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, e1(initial reporter name), e3, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) observed unit failed pneumatic interface module leak test. The fse replaced the pneumatic interface module assy. The unit passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Corrected fields: d4- serila number & UDI. The serial number and UDI were incorrectly were submitted in the previous MDR (2249723-2025-0003812). They were corrected in this MDR. Updated fields: b4, g3, g6, h2.

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had low gas error. There was no patient harm reported.